Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported 35 (thirty-five) erroneously high ise (ion-selective electrodes): na (sodium), k (potassium), and cl (chloride) patient sample results were generated on their au5800 chemistry analyzer. The erroneous patient results were not release out of the laboratory. There was no report of change to patient treatment or injury in association with this event.